Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(6).

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain. The modular head, acetabular cup and taper adapter were removed and replaced.